Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-3638 knotless fibertak inserter broke inside the patient's bone during insertion. No additional information provided. Additional information received 01/26/2022: this was discovered during a labral repair procedure. After the inserter broke, the anchor and the broken fragments were removed from the patient. Surgeon completed case using an ar-1938ps from an unknown lot number.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed via picture. The device was not returned. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The probable cause of the event could not be determined from the information available and without device evaluation. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per wi-000100100.